Event description:
During a low anterior resection procedure, the device could not articulate to the left. Another device was used to complete the case. There was no adverse consequence to the patient.